Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct (cbd) stones. According to the complainant, during the procedure, the cut wire broke while performing a sphincterotomy; no part of the cut wire fell into the patient. The procedure was completed with another dreamtome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire at the distal tip of the device was broken and bent. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The distal end of the device (extrusion with remaining cut wire) was found to be cut off from the device approximately 9.5 cm from the tip. The cut indicated that the distal tip was snipped with scissors by the customer most likely post procedure to prevent damage to the scope. The od of the exposed cut wire was measured and meets the specification. The condition of the returned incident device was consistent with the complaint that the cutting wire was broken. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity as well as bowing/handle functionality so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct (cbd) stones. According to the complainant, during the procedure, the cut wire broke while performing a sphincterotomy; no part of the cut wire fell into the patient. The procedure was completed with another dreamtome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown, however, the patient is over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.